Manufacturer narrative:
An event of supraventricular tachycardia after deployment of the device and postponement of the procedure dur to the arrhythmia was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 12mm asd occluder was selected for implant. After deployment of the device, the patient experienced supraventricular tachycardia (svt) and was given adenosine. The device was recaptured and repositioned, with the patient experiencing another run of svt. The physician made the decision to remove the device and get an EKG work-up. The device was recaptured and removed safely while still attached to the delivery cable. The patient was reported to be recovering and will be rescheduled for asd closure.